Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6. Component code: g01003 the evaluation of complaint data for the product and likely cause alinity s hiv ag/ab combo reagent lot 15501be00 identified normal complaint activity. No customer returns were available for evaluation. Field data review showed that the repeat reactive rate observed for the complaint lot in blood banks meets the specificity performance claim of the package insert. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No systemic issue or product deficiency was identified. This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6). (B)(4). Was this device service by a third party? No.

Event description:
The customer reported (B)(6) alinity s hiv ag/ab results on six donors that were confirmed (B)(6) by nat testing occurring in (B)(6) 2021. This occurred with two alinity s analyzers (sn# (B)(4) using lot# 15501be00. Sid results (s/co): (B)(6). No impact to donor management was reported.